Event description:
Ous MDR - after an implantation time of about 41 months oversensing with inappropriate shock delivery was reported. There are no further details about this complaint available to us at present. Should we receive additional data, we will inform you accordingly.

Manufacturer narrative:
Neither the ICD nor the lead were returned for analysis. The analysis is therefore based on the available production documents and the returned device data of the ICD. The manufacturing processes of the lead and of the ICD were reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The available ICD data were inspected, and this confirmed the clinical observation. The iegms showed interference in the rv and in the ff channel, which led to several charge processes. In addition, there was a drop in pacing impedance in the rv channel since the last follow-up on 12 june 2014. Based on the available data, the cause for the clinical observation could not be determined.